Event description:
Report received from affiliate indicated that there was an in-stent restenosis. A palmaz stent was implanted in the renal artery however there is no patient, vessel, lesion, or index procedure information available. Patient returned for treatment for in-stent restenosis. There was an approach from brachial artery to the lesion made. An amiia balloon (no us manufacturer) was introduced for dilatation however it ruptured below rated balloon pressure; therefore the physician withdrew the balloon catheter finding a piece of the balloon missing. The guiding catheter was inspected for any loose pieces however none-were found. The blood flow was recovered at the lesion subsequently ending procedure at this point. It was reported that missing piece of the balloon may remain in the patient.